Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat a stage 2 posterior vaginal wall prolapse, a rectocele, a stage 1 vaginal vault prolapse, mixed urinary incontinence with intrinsic sphincter deficiency, urethral hypermobility, anticipated urinary retention and an enterocele. The patient underwent the concurrent procedures of a posterior colpopexy using the mesh, a rectocele repair with the help of the posterior mesh, an extraperitoneal colpopexy with a 50 modifier for bilateral with the posterior mesh, an enterocele repair, mesh placement with a 22 modifier for scar tissue encountered from a previous mons pubis reconstruction, cystoscopy, and a suprapubic tube insertion during mesh implantation. It was reported that the patient underwent mesh revision with a j-cut at 3 ¿o¿ clock, an anterior colporrhaphy and cystoscopy with supra pubic change on (B)(6) 2010. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05827. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05827. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to FDA: 11/30/2016. Additional information: explant date. Additional narrative: it was reported that the patient underwent mesh removal/explant on (B)(6) 2016 by dr. (B)(6).

Event description:
Details: it was reported that the patient underwent mesh removal/explant on (B)(6) 2016 by dr. (B)(6).

Manufacturer narrative:
It was reported that following insertion patient experienced urinary tract infection.

Event description:
It was reported that following insertion patient experienced urinary tract infection.

Manufacturer narrative:
Date sent to FDA: 01/30/2017. (B)(4). It was reported that following insertion the patient experienced mixed incontinence, urinary urgency, frequency and problems with emptying her bladder.

Event description:
Details: it was reported that following insertion the patient experienced mixed incontinence, urinary urgency, frequency and problems with emptying her bladder.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced flank pain, difficulty urinating, dyspareunia, painful urination, bloody urine, and vaginal pain.

Event description:
It was reported that following insertion the patient experienced flank pain, difficulty urinating, dyspareunia, painful urination, bloody urine, and vaginal pain.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh removal on (B)(6) 2010 due to urinary problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05827. The same patient is represented in each medwatch.